Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was difficult to deflate. No other adverse patient effects were reported.

Event description:
According to the available information, the balloon could not deflate. After some time, balloon deflated. No further information available.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and found none on the lot 9041046. We received one used sample. After desinfection it was observed that the balloon was assymetric. The balloon was assymetric and blocked the way to inflate/deflate and caused the issue observed. Checking the quality databases revealed one corrective and preventive action is ongoing. The root causes and the actions are ongoing.